Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture upon unipolar testing from the tip. Additionally, the physician stated that the lead had perforated. There was no further intervention that was performed. The lead remains in service. No additional adverse patient effects were reported.